Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of gastric stimulation. It was reported that there was a low battery message. The healthcare professional (hcp) thought it was for the controller but they were still seeing the message after replacing the batteries. The patient stated they thought the ins was a 10 year battery. No patient complications were reported as a result of this event.